Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer's mother reported that the patient was at school with the nurse, when she reported the infusion set tubing was appearing with a brownish color. The customer's blood glucose was elevated to 330mg/dl so a manual injection was performed and supplies were changed out. Unknown condition of patient at this time.